Event description:
It was reported that during an open colostomy reversal procedure, when the surgeon began to attempt to fire the device to perform the anastomosis. The anvil detached from the stapler prior to firing. They removed the anvil from the colon and used a second device to complete the anastomosis. He did hear an audible click when he assembled the device and the anvil. The procedure was extended for fifteen additional minutes. There was no patient consequence reported. (B)(4)

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.